Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The instrument was investigated on site. The field service engineer (fse) removed tape from heated cover and run new background, the problem was solved. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is an real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.

Event description:
"A customer reported high background in data of the results reported when using applied biosystems 7500 fast dx (cat no 4407205, serial no (B)(4)." The high background led to incorrect assay results. No pt involvement reported. (B)(4).